Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object/mechanical failure/operator error/thin rubberize layer). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient was using a 24 fr bard foley catheter and was having trouble with it because it was coming out prematurely. They had used correct amount of sterile water in the balloon. It was noted that the patient was bedridden.